Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer's blood glucose level was impacted (300 mg/dl) with trace ketones. It was indicated that the customer would obtain manual injections for alternate insulin therapy.